Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer didn't open to issue roxicodone 10mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The technical support specialist (tss) had remoted into the cabinet and verified that the customer had completed the rxverify process correctly and that the status was approved, but the issue button was missing. The tss then logged the customer out, restarted the application, and had the customer log back in, after which the issue button reappeared, and the customer was able to issue the medications as expected. The system functioned as intended after the technical support specialist troubleshot the device.